Manufacturer narrative:
The reported events were lead dislodgement and ¿loss of slack¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was brought to the electrophysiology lab for probable right atrial (ra) lead dislodgement. It was found that the implantable cardioverter defibrillator (ICD) and leads were twiddled 3x and fluoroscopy revealed loss of slack and positions on all leads. The physician elected to replace all the leads. The ICD remained implanted. This was completed successfully. The patient was stable before, during and after the procedure.